Manufacturer narrative:
3003721894-2015-00053 is associated with argus case (B)(4) polident denture adhesive cream.

Event description:
Accidentally swallowed [accidental device ingestion]. Blood viscosity increased. This case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received double salt dental adhesive cream (polident adhesive freshmint) cream (batch number xg9a, expiry date december 2017) for denture wearer. Co-suspect products included nifedipine modified-release tablet for hypertension. Concurrent medical conditions included hypertension. In (B)(6) 2014, the patient started polident adhesive freshmint. On an unknown date, the patient started nifedipine (oral) 1 tablet twice daily (2 tablet daily). On an unknown date, an unknown time after starting polident adhesive freshmint and nifedipine, the patient experienced accidental device ingestion (serious criteria gsk medically significant) and blood viscosity increased. The action taken with nifedipine was unknown. On an unknown date, the outcome of the accidental device ingestion and blood viscosity increased were unknown. The reporter considered the blood viscosity increased to be related to polident adhesive freshmint. It was unknown if the reporter considered the blood viscosity increased to be related to nifedipine. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Gsk medical assessment: the device was not suspected to be a contributory cause of the incident. Additional details: the consumer experienced blood viscosity increased caused by accidentally swallowing polident and had no other symptom. He started to use polident (batch: (B)(4), production date: jan2015, exp: dec2017) per product instruction from dec2014. In (B)(6) 2015, he had a test in hospital and found his blood viscosity increased (9.0~10.0). He stated he had a test every year and his blood viscosity was normal (6.0~7.0) before using polident. He also stated the polident had good effect and he would continue using polident and would continue conducting test in hospital. He had hypertension and took nifedipine sustained release tablet one tablet/bid (forenoon and afternoon) at the same time. Notes: the patient had no other concomitant drugs/ related medical history/ concomitant disease/ allergies history.